Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, scratched case, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
The customer reported via phone that the reservoir had crack. The customer¿s blood glucose level at the time of incident was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.